Manufacturer narrative:
The technician found two casters were in need of being replaced. Casters were ordered but repairs have not been completed.

Event description:
Information received indicates the brake is broken.